Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had ards, pneumonia, and pulmonary embolism prior to intubation. The patient had no fever but had high secretions. The staff was proning him and could hear air. Once fully turned, air leaking could be heard, and the patient could not hold saturation. The cuff was removed, and the patient was re-intubated. The patient was being run at a higher pressure of 10-15.